Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient¿s stimulation was ¿turning itself up really high¿ that it felt like, ¿their legs were going nuts¿. The patient then explained that when the stimulation gets turned up too high, it starts in her knees even though the implantable neurostimulator (ins) was for lower back pain. This issue was discovered since the implant date of (B)(6) 2018. The patient gave another example and said one time, when she was holding her hand over her head, "it boosted it really high." This issue resolved when they decrease the intensity or when she changes to a different position. It was reviewed that the sensation could be due to the positional movement and the patient was advised to have the ins checked by her healthcare professional (hcp). There were no further complications reported or anticipated.